Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection after dismantling of the valves, deposits were found. Results: according to the results of investigation, visible deposits were detected in the shuntassistant 2.0. The deposits had no effect upon the specifications at the time of the examination. Furthermore, no functional deviations or other abnormalities of the pediatric prechamber were determined. The shuntassistant 2.0 and the prechamber operated within all specifications. In addition a non-adjustability of the progav 2.0 using the adjustment ring was detected. A partial adjustment in the range of 1 to 18 cmh2o was possible with the m.blue plus adjustment assistant. The visible deposits led to the aforementioned functional impairment. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. A defect at the time of release can be excluded. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx596t) was implanted on (B)(6) 2024. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2026.